Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system wasn't connecting to the navigation device. The ethernet bulkhead was changed. The imaging system then passed the system checkout and was found to be fully functional. No case-parts were returned.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was having difficulty connecting to the navigation system. They would get an intermittent green line when trying to connect. There was no patient present during this time.

Manufacturer narrative:
Aware date correction.